Manufacturer narrative:
The calibration was acceptable. The alarm trace did not show any abnormality. The field service engineer found no issues with the instrument. The customer re-tested the patient sample and confirmed that the results were acceptable. The cause was due to a preanalytic issue where the customer neglected the prerequisites for a valid diluted sample result, performed an unnecessary dilution of the patient sample, and an incorrect interpretation of the diluted results. Preanalytics are within the customer's responsibility. A general reagent problem can be excluded because the issue was within the customer's responsibility. The investigation did not identify a product problem.

Manufacturer narrative:
The e2 iii reagent lot number and expiration date were not provided. Qc was acceptable on the day of the event. The customer suspects that the sample has an interfering substance. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys estradiol g3 (e2 iii) assay on a cobas e411 immunoassay analyzer. Initial result: 50 pg/ml. Repeat result: 319 pg/ml (tested with 1:10 automated dilution). The physician questioned the results since doesn't believe they matched the patient's clinical picture. On (B)(6) 2024 a new sample was drawn from the patient, tested, and repeated twice on the customer's e411. The sample was then sent to a sister laboratory where it was tested on a non-roche (beckman coulter) analyzer. Initial result: 65 pg/ml. 1st repeat result: 300 pg/ml (tested with 1:10 dilution). 2nd repeat result: 2600 pg/ml (tested with 1:100 dilution). 3rd repeat result: 56 pg/ml (tested on beckman coulter and with no dilution). The customer confirmed they had matching results on two different analyzers but the physician alleged that neither results matched the patient's clinical picture.